Manufacturer narrative:
In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient has alleged respiratory tract iirritation, asthma, and reduced cardiopulmonary reserve. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 13, 2023, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient has alleged respiratory tract irritation, asthma, and reduced cardiopulmonary reserve. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were not observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section h6 updated in this report.